Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 324 mg/dl at the time of incident. The nurse stated that customer gave correction with the insulin pump and manual injection. The nurse stated that the customer was off the insulin pump for less than 48 hours at the time of hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.